Event description:
It was reported that the most recent episodes appeared to exhibit far field r waves over-sensing triggering device to record atrial tachycardia/atrial fibrillation episode. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.